Manufacturer narrative:
The insulin pump alarmed prim during prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
The customer reported via phone call that he had a compromised force sensor alarm on the insulin pump. Customer changed the cannula and during prime, he received the alarm. Customer stated that the piston appears to be pushing up on the reservoir. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.